Event description:
Per the clinic, the patient experienced a sudden performance decrement and pain resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Event description:
Customer reportedly received results of 33 mg/dl and 86 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).